Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon used the device to cut and seal the low rectum in a laparoscopic radical resection of rectal carcinoma. After pressing the green button, the handle was normally gripped to perform the cutting and closing operation of the tissue. After the first grip is pulled, the staples can be normally closed, but when the grip was pulled down for the second time, it was found that the handle did not move and the staples could not be closed. After attempting to remove the staples, it still fails to fire properly. A new staple reload was used to complete the case. There was no patient injury.